Event description:
The customer was hospitalized for high blood glucose. Troubleshooting was performed. The customer was able to set and raise the blood sugar level. The customer called back later to perform the lead screw test which failed. Advised customer to discontinue the pump use and switch to manual injections.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. Co therefore considers this report complete.